Event description:
It was reported that episodes of non-sustained rv oversensing due to myopotential inhibition and crosstalk were observed. Programming changes were made and no further issues were seen. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.